Event description:
A consumer reported that after having bilateral intraocular lenses (iol) implanted, she sees halos when driving at night, her distance vision is not good during daytime driving, she has dry eyes, and her vision at her computer is not good as well. Additional information was requested. There are 2 medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: no sample was returned. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause can not be identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).